Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has been received for analysis. A visual examination of the returned identified that the hypotube was severely kinked at 66.6cm distal to the strain relief. This kink is consistent with excessive force having been applied to the device, possibly during the physician's failed attempts to cross the lesion. An examination of the crimped stent found that the stent was compressed at its mid-section. No other damage was visible along the entire device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that a difficulty crossing event occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was pre-dilated with 1.5x20mm balloon catheter. A 2.50x16mm promus element plus stent delivery system was advanced to the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.